Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 105 units. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.